Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: abstracts / journal of minimally invasive gynecology 25 (2018) s1¿s256. (B)(4).

Event description:
It was reported in a journal article with title: laparoscopic sacropexy correction of pelvic organ prolapse: retrospective review. The objective of this retrospective study was to assess the safety and outcomes of laparoscopic colposacropexy as a surgical treatment for pelvic organ prolapse. The main objective of this technique was the reconstruction of the anatomic structures that normally hold in place the pelvic organs, the uterosacral and cardinal ligaments. A prolene mesh (ethicon) was used to attach the vaginal vault or the cervix to the sacral promontory. 71 women patients (mean age=56.03 years) underwent laparoscopic sacropexies performed for apical and anterior prolapse correction between september 2014 and december 2017. 9 patients underwent sacropexy with mesh attachment to the apex of the vagina and 62 patients to the cervix. Reported complications included bladder damage (n=1); retroperitoneal hematoma (n=1). In conclusion, the report agreed with international results on the effectiveness and safety of sacropexy to correct apical and anterior prolapse. The technique has low rates of intraoperative complications and recurrences.